Event description:
Originally this was reported on the 3rd quarter alternative summary report. Based on analysis completed on (B)(6) 2010 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The lesion was calcified. The (B)(6) balloon was inflated. On the second inflation the balloon ruptured at fourteen atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed a circumferential tear.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. There were traces of dried blood visible inside the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a 1mm circumferential tear had occurred in the balloon material 24mm proximal to the proximal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).